Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor the performance of this device. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the rigid video scope experienced an e104 (fog echo) error. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an e104 (fog echo) error. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.